Event description:
This complaint originated from our foreign distributor in (B)(6). According to the distributor, one of their ventilators is alarming "vent inop and motor fault," when powered on. The main printed circuit board (pcb), and motor driver printed circuit board are working correctly. When another turbine assembly was installed the ventilator operated correctly. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the foreign distributor a replacement turbine assembly. They also issued a returned goods authorization (rga) number to the distributor for the return of the alleged faulty turbine assembly for evaluation. As of (B)(6) 2015 the alleged faulty turbine assembly has not been received. Should the alleged faulty turbine assembly be received and evaluated, a follow up medwatch report will be submitted.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine and turbine interface pcba. Unit came up vent inop with motor fault, circuit disconnect, and low ve. Replaced the turbine interface pcba with known good turbine interface pcba. The issue was corrected with the new turbine interface pcba. Findings/root-cause: the issue was duplicated and isolated to the turbine interface pcba. This issue is addressed in an internal correction.